Event description:
Boston scientific crm received information that approximately two months following implant, this lead had pulled out into the pocket area and was not sensing or capturing. Twiddler's syndrome in suspected. The lead was disposed of following the case.